Event description:
It was reported that the pt was in cardiogenic shock due to an acute mi. During iab therapy, the pt was transferred to the cath lab. During transport, the pump shut off, and the console would not hold a charge and the battery light was not on. The pt was then transferred to another pump without any complications.